Event description:
(B)(4). The dentist reported the 4 month after the dental implant was installed in intraoral region #25. It was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was performed. The implant was carried out immediately. Bone graft was executed.